Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the patient had stroke like symptoms. Additional information provided by the customer indicated 'per site reporting in edc, CT imaging on day of event shows no evidence of acute intracranial hemorrhage or large territorial infarction and site rational for event is procedure. The imr (designated cec member) assessed the event as possibly related to other stryker devices, procedure, and underlying condition or disease'. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient tia (transient ischemic attack)' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labelling and/or risk documentation files. Device is not available to manufacturer.

Event description:
It was reported that 15 minutes post procedure with the flow diverter in a clinical trial, the patient had stroke like symptoms of left hemiparesis, left sided paresthesias, left facial droop, dysarthria. Imaging was performed which showed no evidence of acute intracranial hemorrhage or large territorial infarction. There were no reported device deficiencies during the procedure and the flow diverter was successfully implanted. The clinical endpoint committee (cec) assessed the event as possibly related to the subject guidewire device was used during the procedure, and underlying condition or disease. The event resolved without any treatment. No other information is available.